Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an out of regulation (oor) error message was displayed involving the parkinson's disease patient's implantable neurostimulator (ins). It was further reported the oor message was "displaying frequently" and had occurred "a lot." It was noted "there were no events of impedance values, remaining battery level, or stimulation adjustment by patient programmer which may have caused the oor" and the oor appeared due to an "unknown cause." After communication was completed between the ins and a physician programmer, "the oor display disappeared and the patient programmer could be used again." It was stated however that the "oor displayed again and yet again" and that recovery out of the oor was completed each time with a physician programmer. In addition to using the physician programmer to clear the oor messages, it was noted "the oor display strangely disappeared when temporary charging (for a very short time) was done by using the recharger." It was stated the "well-charged" ins's "oor display could be canceled by positioning the recharger." It was further stated the oor could be canceled or bypassed by placing the recharger antenna over the ins and pressing the charge start button "and if charging begins just a little bit, rather than actually charging the device." The patient's "physician and nurses repeatedly canceled the error by using the re charger and the patient was instructed to do the same" after they went home, because they did not have a physician programmer at home. Impedance testing indicated there were "no electrodes out-of-range." There were no actions taken to resolve the issue and the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of initial report.